Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use on event on (B)(6) 2024. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Tape was applied over the infusion set. Infusion set has been used between 2-6 hours. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin successfully. No further information available

Manufacturer narrative:
Initial and final MDR 1920075 - MDR 3003442380-2024-16273- device 2 of 2.